Event description:
A report was received that the patient felt that his ipg was pressing on a nerve causing pain and leg numbness. High impedance was also noted. X-ray and diagnostic tests were taken and the results were normal. The physician recommended ipg revision and lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient felt that his ipg was pressing on a nerve causing pain and leg numbness. High impedance was also noted. X-ray and diagnostic tests were taken and the results were normal. The physician recommended ipg revision and lead replacement procedure.

Event description:
A report was received that the patient felt that his ipg was pressing on a nerve causing pain and leg numbness. High impedance was also noted. X-ray and diagnostic tests were taken and the results were normal. The physician recommended ipg revision and lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient will not move forward with the revision for now. No further course of action will be taken. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.